Event description:
Medtronic received information regarding an adjustable valve. It was reported that the valve was implant on (B)(6) 2026, and then on (B)(6) 2026, the doctor stated that the valve was not working because the patient was not responding. The patient presented signs and symptoms of decompensated hydrocephalus despite having the performance changed from 2 to 1. It was noted that the patient underwent multiple ventricular punctures until this was the achieved conclusion. A revision surgery was performed on (B)(6) 2026, to see if there could be an obstruction that was impairing the functioning of the valve, and it was found that there was none. A new valve was implanted of the same model but different batch, and the patient reacted well and the valve worked perfectly. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.